Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received with disrupted timing and no reloads. A reload was unable to be attached to the instrument due to the disrupted timing, however it cycled properly. There was no evidence of the instrument jamming and there is no safety on this instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition could be due to excessive manipulation or to improper loading of the sulu. However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia procedure. The anatomy involved is the abdomen. The device jammed and the scrub tech and surgeon could not push the red / green button to either side. There was no patient harm. The current patient status is ok.